Event description:
It was reported that "surgeon was using legend ehs motor, af02 attachmnent and f2/8ta23 tool. The dissecting tool broke as he was in the middle of craniotomy." No patient impact was reported. On follow-up, it was confirmed that there was no patient impact reported.

Manufacturer narrative:
Report confirmed. Evaluation determined that the fracture geometry and surface are consistent with applying a bending moment on the tool while stationary. There was a dent at the fracture initiation site indicating that it had come into contact with a metallic or other hard object. On follow-up it was confirmed that there was no patient impact reported. The user manual contains the following warning "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff."